Event description:
Use of morcellation during procedure on (B)(6) 2015, patient underwent a da vinci laparoscopic supracervical hysterectomy with y mesh sacral colpopexy and tension free vaginal tape midurethral sling. Procedure was uneventful. On (B)(6) 2015 md received word that the pathology results were positive for endometrial carcinoma. Patient did not have uterine fibroids, and had no significant health history. This patient has been evaluated for grade 3 utero-vaginal prolapse and stress urinary incontinence. Review of systems: the patient denies any headache, no acute visual disturbances, no stuffy or runny nose or sore throat. Denies any difficulty swallowing or restriction of neck movement. She denies any chest pain, cough or shortness of breath, denies an abdominal pain, no nausea, vomiting, diarrhea or constipation. Denies any dysuria or hematuria. She denies any pain or swelling of the lower extremity. She denies any loss of consciousness or slurring of the speech.